Event description:
It was reported that these leads were revised due to it was suspected a perforation. The perforation was not confirmed. No abnormal electrical readings were identified. The leads remain in service. No additional adverse patient effects were reported.